Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for 16 patient samples tested on a cobas 8000 cobas ise module (double). Of the data provided, the results for 9 patient samples were a reportable malfunction. Please refer to the attachment for relevant patient data. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The customer noted that their calibration and qc were failing, but they did not specify if these issues were before or after the erroneous patient data. The customer did provide that the qc results were low and outside two standard deviations for both level of controls. The customer replaced the ise reagents, the ise electrodes, and the qc and calibrator materials. They performed air purge and primed the fluids but the issue still remained. The sodium electrode lot information was requested but not provided. The field engineering specialist was unable to find a root cause. He cleaned the mixing vessel. He replaced the pinch valve tubing and the sipper tubing. He checked and cleaned the sipper nozzle. He replaced the vacuum nozzle. He checked and cleaned the electrodes and the acrylic block. He performed precision testing with acceptable results. He successfully calibrated the ise's and ran qc. The qc results were acceptable. The customer verified that they are not having any further issues.

Manufacturer narrative:
During a follow up service visit, the field engineering specialist found the root cause of the issue. He found vacuum nozzle tubing that was damaged. The damaged vacuum tubing was replaced. He verified the ise's primed and emptied effectively. Calibration and qc testing was performed with acceptable results. The customer stated that there have been no further issues.

Manufacturer narrative:
Despite the field engineering specialist not finding a root cause, the service activities performed appear to have resolved the issue. The investigation was unable to find a definitive root cause.